Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was performed. Tissue and char buildup was observed on the jaws. The wire remained in place at the base and the tip of the jaws. Jaws were opening up as expected. Hence based on the condition of the device as returned the reported failure " mechanical issue- jaw" is not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws stopped opening up all the way. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws stopped opening up all the way. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.